Event description:
Patient undergone vp shunt placement late in the summer of this year. The same patient returned to the ER on a few days later with a worsening altered level of conciousness. CT scan performed with moderate to severe hydrocephalus with 13mm round right frontal lobe hemorrhage surrounding catheter site. Presumption that there was a shunt malfunction causing the patient's altered mental status. On during their return trip to the ER, the patient was reassessed by neurosurgeon and it was decided that they would undergo removal of shunt and replaced with new vp shunt.